Event description:
Abbott internal testing has shown that lower case characters are converted to upper case characters when transmitted to the accelerator decision manager (adm). When the sample is loaded on the automated processing system, lower case characters are read as such and the adm cannot match the samples to their orders.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.